Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller stated patient has been experiencing a "hot spot" around the ins when charging for about the last week. Caller stated patient decided to stop charging so the ins was depleted when they were seen in office yesterday and patient noted it took about 3 days for the sensation to subside after they stopped charging. Caller mentioned patient received replacement recharger (see (B)(4)) and sensation has gotten hotter since then. Caller confirmed that patient doesn't feel the recharger is heating up but that it is the ins itself and is heating up from the inside so much so that they had to put an ice pack on the site when they were done recharging. Patient didn't report any trauma to the ins site, changes in weight and they haven't seen th eir hcp since implant. Patient mentioned they want ins explanted despite getting significant painrelief. The caller was not with the patient. Caller is scheduled to meet with patient next week and will attempt recharging the ins so that they can reprogram to increase recharge interval and change recharging speed. Tss suggested patient use belt and thin layerof clothing, shorter recharge sessions, check impedances and to palpate pocket to see if ins feels loose or if it has moved. Additional information from the rep indicated that they met with this patient two weeks ago and turned down the recharging speed to help with heating during charging. Also turned on cycling so she¿s not charging as often. She has been doing better. The hcp was updated and is aware of this issue. Everything has been resolved. Unsure of patients weight.